Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient received an inappropriate shock for a supraventricular tachycardia that was initially detected in a monitor only zone. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
The local field representative discussed reprogramming options with the physician. No additional information is available at this time, and current records suggest that this device remains implanted and in service. This event will be updated if any additional information becomes available.